Event description:
It was reported that the patient presented to the clinic for a routine follow up experiencing muscle stimulation. Upon interrogation the pulse generator exhibited backup vvi operation. After a software download, normal functionality resumed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.